Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached customer photos and video confirm the reported issue of semi-solid viscous substance affecting cutting, and the removal of the probe brought out the trocar. The photos and video were unable to confirm the reported cut failure and were also unable to confirm the composition of the observed foreign material. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The provided photos and video confirm the reported foreign material as well as the report fit issue, however, the composition of the material observed cannot be determined. The reported cut failure could not be confirmed from the provided photos or video. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to ensure the probe needle does not exceed a trocar opening. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe had found a semi-solid viscous substance during the vitrectomy surgery. It was affecting the cutting and could not be able to remove from the trocar. The product was replaced, and surgery was completed. There was patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).